Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a surgical procedure there was poor aspiration during the irrigation/aspiration (I/a) process. There was water loss from the I/a handpiece. Patient impact is unknown at this time. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).